Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump over delivered remodulin during continuous intravenous infusion. It was reported that the patient stated that they mixed the cassette and were changing out the cassette at the same time, expecting that 6 ml would remain in cassette that was in use. However, per reporter, the cassette in use was empty while the pump showed that 10 ml should have remained. Per reporter, the patient was unsure how long they were without medication and they stated it "was awhile" because their left arm was "tingling" which they stated happens when they are without medication. It was reported that the patient subsequently used a backup pump to continue infusion. No additional adverse patient effects were reported and no medical intervention was needed to address the "tingle" in the left arm.